Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report# 3005099803-2018-00296 and MFR report# 3005099803-2018-00297). It was reported to boston scientific corporation that an advanix¿ biliary stent was used during an endoscopic retrograde cholangiopancreotography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, when the physician attempted to deploy the advanix¿ biliary stent, the physician couldn¿t pull back on the delivery system to deploy the stent, and ultimately the stent barb had become detached. Additionally, the pull wire displaced and became kinked. The procedure was completed with another with same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".